Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 583 mg/dl. They did not know what caused it to go high. The customer treated the high blood glucose with the insulin pump. Troubleshooting was performed and it was noted that the customer found three little white spots on the tubing. Insulin was able to exit the manual prime and fill tubing test. The customer had checked their blood glucose level and it was 600 mg/dl. The customer called back on the same day and reported that they were at the hospital. Their blood glucose level was still high but it went down to 491 mg/dl. The customer was advised to call back when they get out of the hospital to troubleshoot. The customer was advised that they could revert to their back-up plan. The device was not returned for analysis.